Manufacturer narrative:
(Reviewed labeling for implantech chin implants. Implantech has long warned of possibility of the formation or contracture of fibrous tissue capsule which may result in pain). Results: anticipated or known.

Event description:
Complainant reported that approximately 15 years post-implantation with a chin implant, pt developed mild intermittent chin pain. Due to these symptoms and pt desire for more anterior chin projection, pt had the chin implant explanted and replaced with another device. A hard osseous capsule was found around the implant. The replacement implant was trimmed in order to fit within existing capsule, which was not broken up and removed. The complainant acknowledged not being able to definitively identify the original device as an implantech device, however implantech has elected to report this event in good faith so the FDA can be made aware of an event associated with chin implants, regardless of the MFR.